Manufacturer narrative:
An event regarding pain involving a trident hemispherical cluster hole shell was reported. The event was not confirmed. -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: a review of the device history records could not be performed as the lot number was not reported. -complaint history review: a complaint history review could not be performed as the lot number was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case, additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported patient was revised on right hip due to pain.